Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include inadvertent fraying, nicking or cutting of the suture while advancing the insertion spears or excessive force to the suture during tensioning or suture slack removal. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.

Event description:
It was reported that after having successfully placed the first implant, it was noticed that during placement of the second implant that the suture knot had become unthreaded. The second implant was able to be removed from the patient using a grasper. The remaining suture on the first implant was cut flush with the meniscus and this implant remained behind the meniscus. Another of the same device from an unknown lot number was implanted successfully. The procedure was a meniscal repair.